Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after step 2 locator wings deployment, the device was retracted to position the locator wings against the anterior surface of the arterial wall with "too much force" causing the device to lose vessel access. It was reported that the locator wings were in the open positon as expected during this step of deployment. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. A follow-up report will be submitted with all additional relevant info.